Manufacturer narrative:
The device in question was returned to walkmed infusion for product evaluation. The device in question underwent product evaluation testing at walkmed infusion and passed all the electrical testing and relevant product evaluation tests. The reported error could not be duplicated.

Manufacturer narrative:
Further follow up with the initial reporter confirmed that the patient did have the phone number for the physician's office, but either got flustered or forgot to call them at the time of the event. The patient instead called walkmed infusion's 24-hour technical support line at the time of the event. Walkmed infusion has received the device in question for a product evaluation. The device evaluation and failure investigation are pending and not yet completed.

Event description:
During treatment, a patient called walkmed infusion's 24-hour technical support line. The patient stated she was getting an error alarm on the device in question. Through the technical support line she was able to troubleshoot the error alarm and continue her infusion. The same error message and alarm occurred again and she was advised to call the hospital. The hospital was unable to help her and she was then advised by the hospital to call the fire department. The fire department responded and called the 24-hour technical support line to troubleshoot the error message alarm. The patient reported that this error occurred frequently and had to restart the device until she was able to see her physician's office two days later. The patient experienced emotional distress during her treatment and troubleshooting the error alarms.